Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pcu's are failing the electrical safety test. As a result, they are "not staying connected". Through due diligence, further information was provided by the customer. The customer reports "the power cords do not sit snugly in the power cord holders. As such, they can move and twist in the pcu's power sockets extremely easily. Even moving it up or down a millimeter can radically alter what the ground resistance is. . If we hold it just right, it will show something that is within the acceptable safety range. But if it's jostled even slightly, the ground resistance between the device and the outlet skyrockets right out of the safety range." The customer reports this is affecting most pcu's within their fleet. All parts used are bd parts. Customer further reports that due to the gap in the power cord retainer and the end of the female plug, when the cord is "yanked" by hospital staff it will unplug to the limits of the gap. As the power cord moves, the electrical safety test values may vary wildly. This results in a pcu needs to be checked by the hospital staff to push the plug back in to the pcu to avoid this problem. Realistically, in a busy hospital setting, that will not happen consistently. Pushing the plug back in may need to happen numerous times while in patient use as these units are plugged and unplugged for transport, or the cord is tripped over. Customer reports int he past spacers were placed in between the end of the female power plug and the cord retainer. There has been no patient involvement.

Manufacturer narrative:
Correction: PMA / 510(k) #. Additional information: manufacturer narrative. Investigation summary: the report that the pcu failed electrical safety test was not confirmed from the log analysis or replicated during laboratory testing. Ground resistance and ground current leakage tests were performed on the suspect pc unit. The device was observed to be performing within specification. The power cord was backed out as far as the power cord retainer allowed and ground resistance and ground current leakage tests were performed. The device passed both tests with ground resistance and ground current leakage readings within specification. A review of the suspect pc unit s/n (B)(6) error log was performed, and no error or anomalies were noted. No date and time were reported; therefore, the event log review of the suspect pc unit was performed on the last infusion program. On (B)(6) 2025 at 1:04 am, an infusion was programmed and started for drug ID 351 at a rate of 100 ml/hr, a volume to be infused (vtbi) of 100 ml and a concentration of 1 mg/ml. The vtbi was reprogrammed to 125 ml/hr. At 2:00 am the system alarmed for air in line. A primary volume infused (pvi) of 96.739 ml was recorded. At 2:03 am the unit was channeled off and the system was powered off. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris system with guardrails v12.3.2 user manual states, to ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces, moving parts on the devices, power cords, and tamper evident labels. If you observe damage of any kind to the device or tamper evident labels, or find the device does not function as expected, return it to biomedical engineering for repair. The device was in use or treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please ensure proper assembly and retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental findings, physically abused components or any third-party parts found. Root cause: the root cause for the reported failed electrical safety test was not determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pc unit during laboratory testing. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pcu's are failing the electrical safety test. As a result, they are "not staying connected". Through due diligence, further information was provided by the customer. The customer reports "the power cords do not sit snugly in the power cord holders. As such, they can move and twist in the pcu's power sockets extremely easily. Even moving it up or down a millimeter can radically alter what the ground resistance is. If we hold it just right, it will show something that is within the acceptable safety range. But if it's jostled even slightly, the ground resistance between the device and the outlet skyrockets right out of the safety range.". The customer reports this is affecting most pcu's within their fleet. All parts used are bd parts. Customer further reports that due to the gap in the power cord retainer and the end of the female plug, when the cord is "yanked" by hospital staff it will unplug to the limits of the gap. As the power cord moves, the electrical safety test values may vary wildly. This results in a pcu needs to be checked by the hospital staff to push the plug back in to the pcu to avoid this problem. Realistically, in a busy hospital setting, that will not happen consistently. Pushing the plug back in may need to happen numerous times while in patient use as these units are plugged and unplugged for transport, or the cord is tripped over. Customer reports int he past spacers were placed in between the end of the female power plug and the cord retainer. There has been no patient involvement.